Event description:
As reported by the user facility (translation of user facility): under infusion - due to an operating alarm, the device stopped immediately. No pt injury. Ref MFR number 9610825-2014-00127.